Event description:
According to the reporter: the device was sparking causing burn marks on the trocar. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).